Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood flow out of the body. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: flow of blood out of the body of pomp. Usually the blood only rises by qq mm in the needle after puncture but this time the blood rises quickly and drips into the pump casing. A blood culture was taken and after removal of the vial the blood continued to flow into the pump casing. Blood was present on the blood culture vial, requiring cleaning before transmission to the laboratory.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood flow out of the body. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: flow of blood out of the body of pomp. Usually the blood only rises by qq mm in the needle after puncture but this time the blood rises quickly and drips into the pump casing. A blood culture was taken and after removal of the vial the blood continued to flow into the pump casing. Blood was present on the blood culture vial, requiring cleaning before transmission to the laboratory.

Manufacturer narrative:
The following fields have been updated with additional information: d.2. Medical device type: fpa. D.2. Common device name: intravascular administration set.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood flow out of the body. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: flow of blood out of the body of pomp. Usually the blood only rises by qq mm in the needle after puncture but this time the blood rises quickly and drips into the pump casing. A blood culture was taken and after removal of the vial the blood continued to flow into the pump casing. Blood was present on the blood culture vial, requiring cleaning before transmission to the laboratory.